Event description:
Caller reported that pump battery would not charge, and no power source alert was received. There was no known adverse impact to the customer¿s blood glucose level, as the caller declined to provide this information. The caller attempted several troubleshooting steps, including using different wall adapters and charging cables, but the issue persisted. Consequently, technical support decided to replace the pump. The customer was temporarily using multiple daily injections (mdi) to ensure uninterrupted insulin delivery. The caller was instructed to place the pump into storage mode and return it using a pre-paid label, which they understood and acknowledged.